Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Same event as reported in MDR MFR# 2029214-2016-00128.

Event description:
Medtronic received information that a pipeline flex was delivered and "jumped" down upon removing the microcatheter and a second pipeline flex did not open during treatment of an aneurysm located in the superior hypophyseal segment of the right internal carotid artery (ica). The aneurysm located just before the bifurcation of the middle cerebral artery (mca) and anterior cerebral artery (aca). The patient had moderate vessel tortuosity and received dual antiplatelet treatment prior to procedure. It was reported that the landing vessel was tapered with distal diameter of 3.5mm and the proximal diameter 5.0 mm. The aneurysm max diameter was 10 mm and the neck width was 8 mm. The physician chose the device according to the large part of the proximal vessel. Physician planned to implant a (B)(4), which was successfully implanted. The physician advanced the microcatheter through the device and captured the delivery wire with the microcatheter and removed it. However, when he removed the mirocatheter the device jumped down to the neck of the aneurysm. The physician then decided to implant another device (B)(4) to the distal vessel to be able to cover the distal aneurysm neck. The physician passed the first device placed and attempted to deploy the second device however was unable to open the device as the middle distal part of the device did not open. The first landing zone was straight but the mid segment was a curve. The physician opened the device in a straight vessel and then continued to open during a curve. The device was deployed near to resheathing marker but the device stayed like a "sandwich." The physician tried to resheath and re-deploy several times but the device did not open. The device was resheathed within the marksman and removed together from the patient. The physician passed the first device again using another device (B)(4) and was successfully implanted to the distal part and finish the case successfully. No patient injury was reported.

Manufacturer narrative:
The pushwire and microcatheter were returned for evaluation without the pipeline as it was discarded. The pushwire was found to be bent 42.0 cm from the distal tip coil. Based on the customer¿s photo, the ends of the pipeline braid were found fully opened with no damage. However, the middle section of the pipeline braid was not opened and blood was within the middle section of the braid. No other anomalies were observed. Based on the customer¿s photo, the clinical observation was confirmed. The cause for the reported experience could not be determined as pipeline braid was not returned for evaluation.